Event description:
Reporter indicated that her vns therapy programming wand was not operating properly, in that it would not communicate with pts' pulse generators. Wand in question was subsequently returned to MFR for product analysis, however, that analysis is not yet complete.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.